Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code a0401 is being used to capture the reportable issue of wire was separated. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the basket arrived in an opened position. A wire in the basket assembly was found to be broken, but it remained partially attached to the device, confirming the reported complaint. The reported event was confirmed. Based on all available information, boston scientific's manufacturing processes involve thorough inspections to ensure that all finished devices meet specifications. There are controls in place to prevent devices with observed issues from leaving the manufacturing plant. Procedure 90393371 ver. Bg (final inspection and snap pack) dictates that devices are inspected during manufacturing to confirm that the basket legs are not crossed, and no wires are broken. These inspection steps should have identified the issue encountered. The evidence of side car rx pushback suggest that the device was subject to some resistance. Therefore, the most probable root cause is cause traced to device design. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
T was reported to boston scientific corporation that a zero tip basket was used in the ureter during a transurethral urinary tract stone removal procedure performed on (B)(6) 2023. During unpacking, it was noticed that one of the wires on the basket was already detached. Another zero tip basket was used to complete the procedure. There was no patient involvement with this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code a0401 is being used to capture the reportable issue of wire was separated.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a transurethral urinary tract stone removal procedure performed on (B)(6) 2023. During unpacking, it was noticed that one of the wires on the basket was already detached. Another zero tip basket was used to complete the procedure. There was no patient involvement with this event.